Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend summary confirmed: the review of historical complaints on the complaint management handling system identified that there was another record for units manufactured on lot number 1175520 and the event of fluid/blood leak and code a050401: 2727426: lab analysis was completed, and after inspection no workmanships were detected. The search criteria for these queries are mentioned in qpp07-01-004-her1-g02 rev: 7.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a050401 fluid/blood leak. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed delamination of diaphragm valve assessed as adhesive failure, observed an opening assessed as cracked valve seat diaphragm valve, observed a missing piece of shell assessed as inconclusive and observed broken device assessed as surgical damage. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional additionally reported "any creases" via rga.